Event description:
The field engineer reported that the system displayed a file system corrupted error message at boot up. This error message likely prevented the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded. The system was then found to be operating as intended.